Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a brief pump stoppage while he was switching from batteries to the power module. The system controller was exchanged and the issue was resolved.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.